Event description:
The complainant stated that the lift is dripping a dark colored oil. The left is still functioning. No injury.

Manufacturer narrative:
The account is ordering a new lift and declined repairs due to costs.